Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. - without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to tubing leakage.

Manufacturer narrative:
According to the available information, the inflatable penile prosthesis was implanted on (B)(6)2015, removed and replaced on (B)(6)/2020 due to a pump tubing tear/leak. Based on examination of the returned product, it was concluded that while in-vivo, the cylinder 1 exhaust tubing and the reservoir inlet tubing had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the cylinder 1 exhaust tubing. A separation of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Event description:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.